Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient was seen in follow up and is unhappy with distance vision. The patient received a glasses prescription for the left eye. The patient will continue to be followed for further treatment options.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event is likely attributed to pre-existing patient conditions, unrelated to device functionality. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unexpected outcome post intraoperative aberrometry. The patient will under go an explant. The patient was noted as being mad. Additional information requested.